Manufacturer narrative:
After a visit to the customer site, it was determined that the method being used to tighten the sets was incorrect, causing the complaint condition. Appropriate staff was retrained on the proper method of tightening the sets.

Event description:
The customer reported that several sets have disconnected and blood has ended up on the patient and in the bed under the drapes. The connection between the male rotating hub and the female luer is not a strong connection and keeps coming apart therefore causing blood to back out of the sets. This has occurred on six different sets within the past three days. The nurses have been informed to make sure they are properly tightening the connections, but they are still experiencing issues. No samples were saved. Product code 9542; lot number is unk.